Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that customer experienced high blood glucose level of 480 mg/dl. Customer was unable to do troubleshoot for high readings because insulin pump was not present with customer's wife. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.